Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the white part on the top of the light pin connector was "defective" and the front panel led's were not responding. This report is submitted due to the report that the front panel leds were not responding. The problem, as reported to olympus, was identified during maintenance of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a worn and loose scope detection switch was identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel not working and the digital visual interface image flashing could not be identified. However, it¿s likely the cause of the front panel not working is related to a faulty front panel board, and it¿s likely the cause of the digital visual interface image flashing is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.